Event description:
Per the clinic, the patient experienced pain and infection at the abutment site. The patient was treated with topical antibiotics; however the issue could not be resolved. The patient was placed under a general anaesthetic in (B)(6) 2020 (specific date not reported), in order to excise the skin around the abutment site and remove the abutment.